Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 687 mg/dl. Customer's health care provider informed customer that the pump was not delivering insulin properly; however this could not be confirmed as customer declined to perform a system check with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with an alternate form of insulin therapy, and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.